Manufacturer narrative:
The device was received for investigation not deployed. The download data showed the pod delivered 47 pulses and then was deactivated after completion of first prime, prior to when the needle mechanism was intended to deploy. No damages or deficiencies were found during the investigation that would prevent the pod from completing the second prime and deploying the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not moved forward, is not visible in the viewing window and when the pod was removed the cannula was not visible. No impact to the patient's glucose level was reported. The pod was not worn.